Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
During pta of a 90% occluded lesion in the right renal artery with heavy vessel tortuosity, a palmaz genesis (pg1860pmw, r1108096) was advanced to the target lesion but could not come out of the sm7504 catheter. After several attempts were made, the distal stent edge was found prematurely released. The device was removed from the patient after which it was noted that the stent was deformed and slightly out of position from the balloon. Excessive force was applied to the device during insertion when the device was being advanced in the aortic arch where it was tortuous. Another product (pg1560pmw) was used, and the procedure was completed without any other problems. The device was prepped per IFU. The stent was also properly mounted on the system when inspected prior to use. Approach was made from radial artery. The catheter was engaged (sm7504) and pre-dilatation was conducted with 424-6015w balloon catheter. There was no adverse event and the patient was in stable condition following the procedure.